Event description:
It was reported that during an attempt to place the lead, the helix would not extend. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found. Blood/body fluid was present on the helix mechanism. Visual analysis observed apparent implant damage. Helix fully retracted and bent, with blood and tissue on it. The full lead was returned and analyzed.